Event description:
It was reported that, patient's husband called because patient is deaf. He said that the patient saw her doctor on thursday (B)(6) 2012. He stated that the patient has pain sleeping on her side. He also said her cobalt levels are high. He said that patient cannot have an MRI so her doctor ordered a cat scan instead, the cat scan is not yet done.

Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock met specifications. The complaint history review indicated that there have been similar events for the reported family. The event was confirmed. A voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported event is considered to be under the scope of this recall.